Manufacturer narrative:
This follow-up report is being filed to relay correct manufacture date.

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2013. During the procedure, the drill was over torqued and the drill bit fractured in the patient's bone. The fractured drill bit remains in the patient.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.